Event description:
It was reported while using an unspecified number of bd plate col cna ag 5% sb improved 120ea plates that atypical growth of staphylococcus aureus was observed. The s. Aureus culture did not show hemolysis, and the colonies appeared white. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: event description: it was reported that s.aureus shows no haemolysis after 24 h. Complaint history review: the complaint history was reviewed for a period of 12 months, and no similar complaint for atypical s. Aureus growth was reported for the affected catalog number. A trend was not identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: retain samples were analyzed in a performance test using s. Aureus atcc 25923 and s. Aureus vivantes 15135. No deviation was detected, and hemolysis was as expected for the respective strains. No return samples were provided by the customer for analysis. A picture was shared showing a plate with white colonies. Evaluation results and investigation conclusion: based upon our investigation, we have excluded any systematic failure in our manufacturing process. All the release testing was satisfactory and additionally, the retest performed on the retain samples was fully satisfactory. Since no trend was identified and no process deviation could be detected, further actions are not indicated at this point. Based on the results of the investigation, we cannot confirm this complaint. However, bd will continue monitoring incoming complaint with similar failure mode. We are sorry for the inconvenience.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using an unspecified number of bd plate col cna ag 5% sb improved 120ea plates that atypical growth of staphylococcus aureus was observed. The s. Aureus culture did not show hemolysis, and the colonies appeared white. There was no health impact or consequence reported.